Event description:
Caller states that the patient tested 1.9 inr on uf0063707 and 2.4 inr on uf0225566. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.